Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device displayed a system error 322 during the eval. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. There was no pt involvement. The error was discovered during routine testing at the facility. No further info was available.